Event description:
It was reported the camera head had an e3229 error code. The reported malfunction occurred during preparation for a diagnostic shoulder arthroscopy procedure prior to sedation. The procedure was completed using the same set of equipment. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found a failed leak test. Based on the results of the investigation, it is likely that the following led to the malfunction: the leak test failed due to a cut in the switch. A device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.